Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5081412) on 30-nov-2018. The most recent information was received on 25-jun-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), genital haemorrhage ('bleeding'), autoimmune thyroiditis ('hashimotos: autoimmune-like symptoms') and neuromyopathy ('neuromuscular problems') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pain ovarian, low back pain, abdominal pain, insomnia, night sweat and hair loss. Previously administered products included for an unreported indication: probiotic. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune thyroiditis (seriousness criterion medically significant), neuromyopathy (seriousness criterion medically significant), gluten sensitivity ("gluten issues/issues with gluten"), feeling abnormal ("brain fog"), abdominal distension ("bloating"), depression ("depression"), arthralgia ("joint pain"), menorrhagia ("painful heavy periods"), rash ("rash"), pruritus ("itching"), libido decreased ("low libido"), fatigue ("exhaustion"), urinary tract disorder ("urinary problems"), fistula ("fistulae"), allergy to metals ("nickel sensitivity"), dyspareunia ("dyspareunia"), scar ("vaginal scarring") and memory impairment ("memory issues") and was found to have weight increased ("weight gain"). The patient was treated with surgery (laparoscopic bilateral salpingectomy essure coil removal (intact)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, autoimmune thyroiditis, neuromyopathy, gluten sensitivity, feeling abnormal, abdominal distension, depression, arthralgia, menorrhagia, rash, pruritus, libido decreased, fatigue, weight increased, urinary tract disorder, fistula, allergy to metals, dyspareunia, scar and memory impairment outcome was unknown. The reporter provided no causality assessment for fatigue, libido decreased and menorrhagia with essure. The reporter considered abdominal distension, allergy to metals, arthralgia, autoimmune thyroiditis, depression, dyspareunia, feeling abnormal, fistula, genital haemorrhage, gluten sensitivity, memory impairment, neuromyopathy, pelvic pain, pruritus, rash, scar, urinary tract disorder and weight increased to be related to essure. The reporter commented: serious injury criterion: serious injury was reported, but not specified and/or assigned to one of the events. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: showed 2 coils but doesn't remember having the confirmatory hsg. Concerning injuries reported in this case the following one/ones were described in patient medical records: it confirms events as weight gain, bloating, pain, fatigue. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jun-2019: plaintiff fact sheet and medical records received: events pain, urinary problems, nickel sensitivity, fistulae, bleeding, dyspareunia, neuromuscular problems, vaginal scarring, memory issues were added. Suspect drug start and stop date, medical history, historical drugs, lab data were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.